Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. 893015) for female sterilisation. The patient had a medical history of hemorrhagic cyst (left ovary: multiple hemorrhagic cystic follicles) and leiomyoma (myometrium: multiple leiomyomas largest 6.5 cm.) On (B)(6) 2021, body mass index normal (23.75) in 2011 and multiparous. Concurrent conditions were listed as uterine fibroid and pelvic pain since (B)(6) 2021. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3495 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, left oophorectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: gross: both fallopian tubes and left ovary are unattached. The right ovary is surgically absent. The fallopian tubes have pink smooth serosa with normal fimbriated ends. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. 893015) for female sterilisation. The patient had a medical history of hemorrhagic ovarian cyst (left ovary: multiple hemorrhagic cystic follicles) and leiomyoma (myometrium: multiple leiomyomas largest 6.5 cm.) On (B)(6) 2021, body mass index normal (23.75) in 2011 and multiparous. Concurrent conditions were listed as uterine fibroid and pelvic pain since (B)(6) 2021. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3495 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, left oophorectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: gross: both fallopian tubes and left ovary are unattached. The right ovary is surgically absent. The fallopian tubes have pink smooth serosa with normal fimbriated ends. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.